Event description:
The facility's biomedical engineer reported to baxter service facility an infusion pump with a 500 failure code. The biomed states this pump was not involved in a pt incident this time or since last serviced by baxter. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device.